Event description:
It was reported to boston scientific corporation in 2009 an autotome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, one hour into the procedure, the blue 5mm tip of the sphincterotome became cracked and shriveled as they moved it in and out of the scope. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.